Event description:
Caller states that the patient tested 2.7 inr on one device while a second device produced a result of 3.7 inr during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Caller states that she is unsure which strip lot produced each specific result due to combining boxes of test strips.

Manufacturer narrative:
Additional strip lot involved: 396a, 12/31/08.